Event description:
It was reported to philips that fluoroscopy was unavailable during a stroke case due to an image disk issue on an allura xper fd20 biplane. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
A cold reboot and case deletion restored functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).